Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. The internal leakage test, pressure transducer test, flow transducer test and the patient circuit test failed the pre-use check during examination. Also, the reported noise came during internal leakage test. The o2 gas module was found to be the defective part and it was replaced which solved the issue. After the replacement, the ventilator passed the pre-use check and is in working order. The replaced o2 gas module was not returned for further investigation. Therefore the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator was making noise and tidal volume was high. There was no patient harm. Manufacturer's ref. #: (B)(4).